Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarm during the self-test. The customer was hospitalized due to high blood glucose levels. Customer's blood glucose level was 878 mg/dl. The device was not returned.

Manufacturer narrative:
The insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump vibrated six times and generated three test tones properly during the self-test. No audio/tone or vibrator anomalies noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.